Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the during the post permanent implant appointment, the patient is experiencing ineffective therapy due to high impedance values on multiple lead contacts. Surgical intervention may be pending to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2018, wherein the lead was explanted and replaced. Therapy was restored post-operatively.